Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous left forearm vein. A 4.0mmx40mmx80cm sterling¿ balloon catheter was advanced for post-dilatation. However, on the first inflation at 8 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 5mmx4cm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.